Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. Failure analysis disclosed that the cap was detached. The fiber condition would result in a forward-firing condition of the side-firing fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Associated with thermal problem.

Event description:
It was reported that the fiber cap detached from the fiber during prostate vaporization at 27,460 joules into the case. This was the first of three fibers utilized in the procedure. Reference MFR report numbers 2937094-2012-00216 and 2937094-2012-00226 for the additional product problem reports. Reference MFR report number 2937094-2012-00214 for the adverse event report.